Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-1979) on (B)(6) 2015. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("severe unexplained headaches / headaches"), abdominal pain lower ("chronic pain in the lower abdomen"), fatigue ("constant tiredness"), dental caries ("tooth decay"), pain in jaw ("severe jaw pain"), hypoaesthesia ("numbness of fingers, legs and arms"), hypoaesthesia oral ("numbness of tongue"), abdominal pain ("severe cramping"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), weight increased ("weight gain"), depression ("depression"), acne ("acne on left side of my face"), rash ("skin rashes") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (plantiff had surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, abdominal pain lower, fatigue, dental caries, pain in jaw, hypoaesthesia, hypoaesthesia oral, abdominal pain, alopecia, dysgeusia, weight increased, depression, acne, rash and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, dental caries, depression, dysgeusia, fatigue, headache, hypersensitivity, hypoaesthesia, hypoaesthesia oral, pain in jaw, pelvic pain, rash and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this tirne. There was no event reported which indicates a new technical failure mode for the device. Medical assessment. Based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-oct-2017: "essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ]initial' indicates here initial submission by the new legal manufacturer only. Indicates here initial submission by the new legal manufacturer only". Case was upgraded and classification was updated to potential legal case. New reporters was added and also product start and stop date was updated. New events was added. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1979) on 27-oct-2015. The most recent information was received on 25-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 27-year-old female patient who had essure (batch no. 774384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 4. Concurrent conditions included drug allergy (aleve), taste metallic and joint pain. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping ) constant"). In (B)(6) 2011, the patient experienced fatigue ("constant tiredness"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced the first episode of headache ("severe unexplained headaches / headaches"), dyspareunia ("dyspareunia"), migraine ("migraines") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash macular ("rashes or skin conditions: random itching all over my skin, red blotchiness"), vulvovaginal pain ("vaginal pain"), uterine pain ("uterine pain") and back pain ("back pain"). In 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("chronic pain in the lower abdomen"), dental caries ("tooth decay"), pain in jaw ("severe jaw pain"), hypoaesthesia ("numbness of fingers, legs and arms"), hypoaesthesia oral ("numbness of tongue"), abdominal pain ("severe cramping"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), depression ("depression"), acne ("acne on left side of my face"), rash ("skin rashes"), hypersensitivity ("allergic reactions"), the second episode of headache ("headaches"), allergy to metals ("nickel allergy/no confirmed allergy, but I do break out rash any time I were jewellry with nickel in it") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (plantiff had surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dental caries, pain in jaw, hypoaesthesia, hypoaesthesia oral, abdominal pain, alopecia, dysgeusia, weight increased, depression, acne, hypersensitivity, dysmenorrhoea, the last episode of headache, allergy to metals, vulvovaginal pain, uterine pain, back pain and bacterial vaginosis outcome was unknown, the fatigue, vaginal haemorrhage and menorrhagia was resolving and the rash, dyspareunia, migraine, rash macular and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, back pain, bacterial vaginosis, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, hypoaesthesia, hypoaesthesia oral, menorrhagia, migraine, pain in jaw, pelvic pain, rash, rash macular, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2016: received in the fresh state are 2 segments of wire. These are 8 cm in length and less than 0.1cm in diameter. No sections are embedded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, nickel allergy ,headaches,fatigue,heavy periods further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event: abnormal bleeding (vaginal, menorrhagia); dysmenorrhea; dyspareunia; migraines; headache, nickel allergy; pain: vaginal, uterine pain, back pain, bacterial vaginosis, rashes or skin conditions: random itching all over my skin, red blotchiness, vaginal discharge were added. Event outcome of abnormal bleeding, rashes, migraine, dyspareunia, fatigue, vaginal discharge were updated. Medical history and lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1979) on (B)(6) 2015. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 27-year-old female patient who had essure (batch no. 774384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. Concurrent conditions included drug allergy (aleve), taste metallic and joint pain. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping ) constant"). In april 2011, the patient experienced fatigue ("constant tiredness"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced headache ("severe unexplained headaches / headaches"), dyspareunia ("dyspareunia"), migraine ("migraines") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash macular ("rashes or skin conditions: random itching all over my skin, red blotchiness"), vulvovaginal pain ("vaginal pain"), uterine pain ("uterine pain") and back pain ("back pain"). In 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("chronic pain in the lower abdomen"), dental caries ("tooth decay"), pain in jaw ("severe jaw pain"), hypoaesthesia ("numbness of fingers, legs and arms"), hypoaesthesia oral ("numbness of tongue"), abdominal pain ("severe cramping"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), depression ("depression"), acne ("acne on left side of my face"), rash ("skin rashes"), hypersensitivity ("allergic reactions"), allergy to metals ("nickel allergy/no confirmed allergy, but I do break out rash any time I were jewelry with nickel in it") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, abdominal pain lower, dental caries, pain in jaw, hypoaesthesia, hypoaesthesia oral, abdominal pain, alopecia, dysgeusia, weight increased, depression, acne, hypersensitivity, dysmenorrhoea, allergy to metals, vulvovaginal pain, uterine pain, back pain and bacterial vaginosis outcome was unknown, the fatigue, vaginal haemorrhage and menorrhagia was resolving and the rash, dyspareunia, migraine, rash macular and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, back pain, bacterial vaginosis, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, hypoaesthesia, hypoaesthesia oral, menorrhagia, migraine, pain in jaw, pelvic pain, rash, rash macular, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2016: received in the fresh state are 2 segments of wire. These are 8 cm in length and less than 0.1cm in diameter. No sections are embedded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, nickel allergy ,headaches,fatigue,heavy periods lot number: 774384 manufacture date: 2010-08 expiration date: 2013-08 quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 27-oct-2015. The most recent information was received on 18-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 27-year-old female patient who had essure (batch no. 774384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. Concurrent conditions included drug allergy (aleve), taste metallic, joint pain, nickel sensitivity and overweight. Concomitant products included ibuprofen since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping ) constant"). In (B)(6) 2011, the patient experienced fatigue ("constant tiredness"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced headache ("severe unexplained headaches / headaches"), dyspareunia ("dyspareunia"), migraine ("migraines/migraine/headache"), vaginal discharge ("vaginal discharge") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash macular ("rashes or skin conditions: random itching all over my skin, red blotchiness"), vulvovaginal pain ("vaginal pain"), uterine pain ("uterine pain") and back pain ("back pain"). In 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("chronic pain in the lower abdomen"), dental caries ("tooth decay"), pain in jaw ("severe jaw pain"), hypoaesthesia ("numbness of fingers, legs and arms"), hypoaesthesia oral ("numbness of tongue"), abdominal pain ("severe cramping"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), depression ("depression"), acne ("acne on left side of my face"), rash ("skin rashes"), hypersensitivity ("allergic reactions"), allergy to metals ("nickel allergy/no confirmed allergy, but I do break out rash any time I were jewellry with nickel in it"), arthralgia ("joint pain"), pruritus ("itchy skin and scalp") and skin odour abnormal ("arm pit odor"). The patient was treated with tramadol and surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dental caries, pain in jaw, hypoaesthesia, hypoaesthesia oral, abdominal pain, alopecia, dysgeusia, weight increased, depression, acne, hypersensitivity, dysmenorrhoea, allergy to metals, vulvovaginal pain, uterine pain and bacterial vaginosis outcome was unknown, the headache, rash, dyspareunia, migraine, rash macular, vaginal discharge, pruritus and skin odour abnormal had resolved and the fatigue, vaginal haemorrhage, menorrhagia, back pain and arthralgia was resolving. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, hypoaesthesia, hypoaesthesia oral, menorrhagia, migraine, pain in jaw, pelvic pain, pruritus, rash, rash macular, skin odour abnormal, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2016: received in the fresh state are 2 segments of wire. These are 8 cm in length and less than 0.1cm in diameter. No sections are embedded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, nickel allergy ,headaches,fatigue,heavy periods lot number: 774384 manufacture date: 2010-08 expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-oct-2019: with follow up received on 18-oct-2019 it was detected that this record was a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2019-04145) and record # (B)(4) and both will be deleted after all information was transferred to this record # (B)(4) which will be retained. New: social media reporters added. New events: arthralgia, pruritus and skin odour abnormal. Outcome added: headaches: resolved. Back pain: resolving we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 27-oct-2015. The most recent information was received on 23-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 27-year-old female patient who had essure (batch no. 774384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. Concurrent conditions included drug allergy (aleve), taste metallic, joint pain, nickel sensitivity and overweight. Concomitant products included ibuprofen since 2011 and verapamil. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping ) constant"). In (B)(6) 2011, the patient experienced fatigue ("constant tiredness"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced headache ("severe unexplained headaches / headaches"), dyspareunia ("dyspareunia"), migraine ("migraines/migraine/headache"), vaginal discharge ("vaginal discharge") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash macular ("rashes or skin conditions: random itching all over my skin, red blotchiness"), vulvovaginal pain ("vaginal pain"), uterine pain ("uterine pain") and back pain ("back pain"). In 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("chronic pain in the lower abdomen"), dental caries ("tooth decay"), pain in jaw ("severe jaw pain"), hypoaesthesia ("numbness of fingers, legs and arms"), hypoaesthesia oral ("numbness of tongue"), abdominal pain ("severe cramping"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), depression ("depression"), acne ("acne on left side of my face"), rash ("skin rashes"), hypersensitivity ("allergic reactions"), allergy to metals ("nickel allergy/no confirmed allergy, but I do break out rash any time I were jewellry with nickel in it"), arthralgia ("joint pain"), pruritus ("itchy skin and scalp"), skin odour abnormal ("arm pit odor"), ear pain ("ear hurt"), oropharyngeal pain ("throat hurt"), head discomfort ("pressure in head"), toothache ("tooth aches"), myalgia ("muscle ache"), swelling ("left over swells sometimes"), genital haemorrhage ("bright red usually means fresh blood/huge clot"), spondylitis ("arthritis in lower back"), intervertebral disc protrusion ("bulging disc"), flatulence ("gas pains"), visual impairment ("vision problems"), feeling abnormal ("brain fog") and mood swings ("mood swings"). The patient was treated with tramadol and surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dental caries, pain in jaw, hypoaesthesia, hypoaesthesia oral, abdominal pain, alopecia, dysgeusia, weight increased, depression, acne, hypersensitivity, dysmenorrhoea, allergy to metals, vulvovaginal pain, uterine pain, bacterial vaginosis, ear pain, oropharyngeal pain, head discomfort, toothache, myalgia, swelling, genital haemorrhage, spondylitis, flatulence, visual impairment, feeling abnormal and mood swings outcome was unknown, the headache, rash, dyspareunia, migraine, rash macular, vaginal discharge, pruritus and skin odour abnormal had resolved and the fatigue, vaginal haemorrhage, menorrhagia, back pain and arthralgia was resolving. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, ear pain, fatigue, feeling abnormal, flatulence, genital haemorrhage, head discomfort, headache, hypersensitivity, hypoaesthesia, hypoaesthesia oral, intervertebral disc protrusion, menorrhagia, migraine, mood swings, myalgia, oropharyngeal pain, pain in jaw, pelvic pain, pruritus, rash, rash macular, skin odour abnormal, spondylitis, swelling, toothache, uterine pain, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2016: received in the fresh state are 2 segments of wire. These are 8 cm in length and less than 0.1cm in diameter. No sections are embedded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, nickel allergy ,headaches,fatigue,heavy periods lot number: 774384, manufacture date: 2010-08, expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-jan-2020: social media received. Events: ear hurt, throat hurt, pressure in head, tooth aches, muscle ache, left over swells sometimes, bright red usually means fresh blood/huge clot, arthritis in lower back, bulging disc, vision problems, brain fog, mood swings added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.